Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. The customer delivered a correction bolus via the pump to address bg. Reportedly, customer loaded a new cartridge and continued to use the pump for insulin therapy. No additional patient or event information was provided.